Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced an infusion set cannula was bent on (B)(6) 2024. The patient was hospitalized due to high blood glucose. The blood glucose level was greater than 400 mg/dl . Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.